Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1700 mg/dl resulting in "shut kidneys down to 50%"; "permanent kidney damage". The customer alleged that "insulin [was] not being delivered accurately or the insulin is not potent enough"; however, multiple attempts were made by tandem¿s technical support to obtain additional information and troubleshoot, the customer did not respond and the alleged root cause could not be confirmed. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, resolving the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.